Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead. High thresholds were also noted. No adverse patient effects were reported. It was noted that the pace impedance measurements had normalized after final placement. The lead was repositioned and remains implanted. A routine follow up was scheduled.